Manufacturer narrative:
Insulin pump received with unresponsive act button, due to corroded keypad traces. No button error alarms noted. Insulin pump received with minor scratches on lcd window and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error during bolus delivery. Customer was able to enter the blood glucose and carbohydrates amount but received the alarms when trying to deliver the bolus. It was stated that the customer removed the battery and then inserted another one and the button error alarm recurs. Blood glucose value is 113 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.